Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 812:02 was confirmed. During inspection of the device, worn teeth on the shuttle motor gearbox were found. The device was repaired by a baxter representative and returned to the customer.

Event description:
The device was returned from customer for service. During service by baxter technician, the device history was reviewed and showed that the failure code 812:02 had occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.